Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a lower fill estimate than caller anticipated. There was no reported impact to the customer¿s blood glucose level. Customer was educated to remove air from cartridge before filling and then was guided through filling and loading new cartridge, declined suggested test bolus, and planned to monitor pump and follow up if necessary, with no additional information received regarding the outcome of event.